Event description:
According to the complaint, the user experienced discrepant results for potassium and sodium from the abl800 blood gas analyzer, when comparing to results from another company's device: the same patient sample was measured on (B)(6) 2021 at 10:30 with the following results: k: 10.4mmol/l (abl827 analyzer), 4.0mmol/l (other company medical device) na: 132mmol/l (abl827 analyzer), 140.0mmol/l (other company medical device) based on the compared measurements the customer considers the k result measured in the abl827 analyzer as false high and the na result as false low. No reports of death or serious injury were received for the event.